Event description:
Related manufacturing reference: 2182269-2022-00064. During the svt procedure, it was noted that the catheter displayed a high impedance. The device was replaced, and low no power and high impedance were noted. The device was replaced a second time, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g6, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.